Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The customer states the blower will not calibrate. There was no harm or injury reported. The system pca was returned to the manufacturer receiving inspection quality lab (riql) for a failure. Error codes were recorded in the error event log. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device is pending the outcome of the investigation.